Event description:
The customer reported the user initiated philips performance verification leakage test current was high.

Manufacturer narrative:
(B)(4). The customer reported the user initiated philips performance verification leakage test current was high. The philips field service engineer confirmed that the earth leakage current, normal condition results exceeded the <= 300ua specification. Performance verification testing is conducted when the device has been removed from service. There was no pt involvement. This was no pt involvement. This is an earth leakage current safety test. Failure of this test is indicative of a condition that could possibly pose a shock hazard. Philips performance verification testing documents troubleshooting and repair procedures before returning to service. The philips field service engineer reported that replacement of the power pca and power supply resolved this issue. We are considering this a malfunction. We cannot determine the cause since multiple parts were replaced.